Event description:
Patient had total abdominal hysterectomy, abdominal sacrocolpopexy, midurethral sling and cystoscopy surgery 15 months ago that was done for symptomatic stage ii uterovaginal prolapse and stress urinary incontinence. Patient recently presents to doctor with dyspareunia and 1 month history of vaginal discharge. Patient complains of rough area on vaginal wall that is painful during intercourse. Patient using topical premarin cream. Physical exam revealed tenderness with a 1 cm vaginal apex mesh exposure. Patient underwent surgery for removal of exposed mesh.the entire extent of the posterior vaginal wall mesh was removed. Patient was discharged from hospital with followup visit in 12 days.